Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements and noisy signals. Subsequently, it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range impedance measurements and noisy signals. Subsequently, it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being field to correct the original initial report that was reported on a non-boston scientific lead. Boston scientific does not own MDR reporting obligations for this product.